Event description:
It was reported that while in surgery, the patient was inappropriately shocked. A remote monitoring transmission indicated that an alert had triggered for lead integrity due to non-sustained episodes and short v-v intervals. The physician suspected electromagnetic interference and not a lead issue. The device remains in use. No further patient complications have been reported as a result of this event.